Event description:
It was reported that patient presented in clinic after receiving inappropriate hv therapy due to noise. Noise could not be reproduced in clinic via pocket manipulation and isometrics. External interference from the patients CPAP was suspected. Lead was explanted and replaced. Upon explant, lead damage was seen at the clavicular/rib junction. Patient condition is fine and is monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Insulation and conductor damage was found at 26.8-27.9cm from the connector pin, consistent with clavicle crush damage. The inner coil was exposed and the etfe coating was intact at this location. This is consistent with the observation from the field of noise.